Manufacturer narrative:
Of the 2 allegations of a malfunction, 1 pump was returned to animas and investigated. Of the investigated pumps, none were found to be malfunctioning.

Event description:
This report summarizes <noe> 2</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a diabetes management issue with associated inaccurate delivery issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6) years of age and between (B)(6) pounds. Of the reported patients, 1 was female.